Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion" according to the customer: "dexmedetomidine was being infused at a rate of 15ml/hr. When the nurse checked the pump, it appeared to be running but the drug in the line was not moving. Incident occurred (B)(6) 2022, in (B)(6) ICU. There was no harm to the patient."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion" according to the customer: "dexmedetomidine was being infused at a rate of 15ml/hr. When the nurse checked the pump, it appeared to be running but the drug in the line was not moving. Incident occurred (B)(6) 2022, in (B)(6) ICU. There was no harm to the patient."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service laboratory at b. Braun melsungen ag, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal (60-01-017) on the lower housing were intact. The device shows age related signs of wear and tear and a damage on the operating unit was found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. No abnormalities were found in the device history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -4,31%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 2.6 the device was disassembled, and the inside was investigated. Inside the device liquid residues could be found, but no other damages were found inside the device. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.